Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens shot out from the injector and punctured the posterior capsule. The surgeon reported the event resolved without treatment. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product has not been returned. The product history records were reviewed and documentation indicated the product met release criteria. Root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not approved for use with this device. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).